Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager continuously failed to open. A field service engineer replaced the micro switches on the remote manager latch. Customer recovered the storage space and successfully inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.